Manufacturer narrative:
Device eval summary: device eval of monitor (B)(4) has been completed. The reported problem (abnormal shutdowns) has been confirmed. Upon eval, it was discovered that monitor had a defective component (c9). The c9 component is a equivalent series resistance capacitor located on the biphasic defibrillator pca board of the monitor. The root cause of the defective capacitor cannot be positively identified but was most likely random component failure. No adverse event resulted from the defective capacitor. The pt received a replacement monitor.

Event description:
Zoll customer support reviewed the download of a (B)(6) male pt which revealed a number of abnormal shutdown flags. The pt was issued a replacement monitor.